Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter, the balloon burst while being inflated. The device was no used on the patient. There was no reported adverse event or patient injury. Additional information has been requested, but not yet received.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the device 1 dissector balloon had a cut. The device 2 dissector balloon appeared intact. The dissector balloons were inflated; a leak was detected from the valve seal of device 2 and from the cut in device 1. The device was forwarded to engineering for further evaluation of observed the leak from the valve seal on device 2. Additionally, engineering verified a small cut was observed on the main seal circumference from where the air leaked for device 2. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a cut in the balloon and valve seal. The reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Replication of the cut balloon may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. File will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.